Manufacturer narrative:
H3, h6: it was reported that, after a tha construct had been implanted on the patient's left hip on (B)(6) 2011, the patient suffered a femoral neck fracture related to the left stem prosthesis. This event occurred while the patient was standing on a stair, leading him to fall down. After this event, patient was unable to bend his left leg. A 2nd revision surgery was performed on (B)(6) 2021 to treat this adverse event; the polarstem stem lat with ti/ha 6 non-cem ((B)(4)), along with the femoral bioball 32 (competitors) were explanted. The procedure was completed without complications and the patient was discharged, with the adherence on an antibiotic regime and further scheduling of medical follow ups and therapy. Two x-rays, dated two days prior the 2nd revision surgery, were provided. The claimed article, which intent use is in treatment, was returned for investigation. The failure mode can clearly be identified. The stem is fractured at the neck. A macroscopic and microscopic analysis was conducted: about two thirds of the fracture surface show fatigue striations, indicating that the crack propagated by fatigue. The residual fracture surface is covered by dimples, characteristic of ductile overload. No pores or inclusions, which could have initiated or enhanced crack growth, could be observed on the fracture surface. In the area of assumed crack initiation, scratches have been found which were likely present prior to fracture and may have led to crack initiation. However, it is not clear whether these scratches occurred before or during the operation. Batch in scope was manufactured back in (B)(6) 2010. In the corresponding batch record as well as in the material certificate no deviations were found. For the batch in scope no other complaint was reported. There is no indication that the device failed to match specification at the time of manufacturing. In our current IFU for hip implants fracture is a stated possible risk factor of a total hip arthroplasty and is covered within our risk file for the product family. The fall of the patient will be stated as contributing factor, as well as the found scratches which were likely present prior to fracture. Nevertheless the main root cause remains undetermined since we do not have no detailed documentation how the first revision was performed. To date no corrective action and preventive action is planned. Smith + nephew will monitor this device for similar issues.

Manufacturer narrative:
Sections b3, b4, b7, d6a, h6, updated due to new information received.

Event description:
It was reported that, after a tha construct had been implanted on the patient's left hip on (B)(6) 2011, the patient suffered a femoral neck fracture related to the left stem prosthesis. This event occurred while the patient was standing on a stair, leading him to fall down. After this event, patient was unable to bend his left leg. A revision surgery was performed on (B)(6) 2021 to treat this adverse event; the polarstem stem lat with ti/ha 6 non-cem (B)(4), along with the femoral bioball 32 (competitors). The procedure was completed without complications and the patient was discharged, with the adherence on an antibiotic regime and further scheduling of medical follow ups and therapy.

Event description:
It was reported that, after a tha construct had been implanted on the patient's left hip on an unknown date, the patient suffered a cone fracture related to the left stem prosthesis. This event occurred while the patient was standing on a stair, leading him to fall down. After this event, patient was unable to bend his left leg. It is unknown if a revision surgery has been already scheduled and/or performed to treat this adverse event. The patient's current health status is unknown.